Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer experienced an elevated blood glucose (bg) level of 583. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, a response from the customer was not received. The customer reverted to an alternate method of insulin therapy.